Event description:
Patient called to report a product issue and adverse event involving the abbott freestyle libre 3 plus sensor. She stated the device has been giving inaccurate low readings, causes itching at the site and does not stay on long enough. She stated that she had a sensor come off after 3 days. She stated she received a recall letter from walmart pharmacy and wanted to make a report.